Event description:
It was reported when using the bd pyxis¿ medstation¿ es, cubie malfunction. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the cubie is not recognized on the bus. A field service engineer successfully reconnected the row board on cubie tray row b. The pockets are now visible on the bus, resolving the issue. The system functioned as intended after the field service engineer troubleshooted the device.